Event description:
It was reported to boston scientific corporation that a jagwire was used during ah endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, the physician encountered difficulty advancing the guidewire, and while negotiating the stricture the tip of the wire fell off in the stomach of the patient. The device fragment was removed immediately. The procedure was completed with another jagwire. Following the procedure the patient condition was reported to be stable.

Manufacturer narrative:
(B) (6). (B) (4) (therapy/non-surgical treatment, additional). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).